Event description:
(B)(4). Increased cramping and heavier periods, progressing over time to becoming bedridden unable to stand upright due to debilitating pain, increased blood pressure, developed metabolic syndrome, weight gain, hair loss, brittle teeth, joint pain, sleep apnea, chronic fatigue

Event description:
(B)(4). Had a supracervical hysterectomy/bilateral salpingectomy to remove essure on (B)(6) 2015. Lost (B)(6) lbs in the first 2 weeks post op, joint pain, chronic fatigue, hair loss, pain, blood pressure issues, and nearly all metabolic issues have since resolved in the 6 weeks post op. Pathology report listed 2 cysts on tubes, one essure coil was bent into a 90 degree angle, one stretched out several inches in length. Uterus was enlarged, excessive tissue.